Event description:
It was reported that the external pulse generator (epg) tested out-of-specification on the ventricular pulse width. It was noted that the epg atrial pulse width was in range. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.